Event description:
The patient had removal and replacement of a malfunctioning mediport. About two weeks later, the mediport did not have blood return and there was an infiltration of a large amount of vancomycin in the subcutaneous tissue. A chest xray showed the mediport in place and the catheter in subcutaneous tissue. Two days later, this mediport was then removed and replaced. Manufacturer response (as per reporter) for mediport-plastic single lumen port, peel apart percutaneous introducer system with attached open ended silicone 6.6 fr cath, bardthey will perform an evaluation and inform us of the outcome.